Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose level at the time of the incident ranged between 54-500mg/dl. As the pump was out of warranty, it was not replaced. No additional information was provided.